Manufacturer narrative:
During inspection and testing, the main lamp did not light and the spare lamp came on. A review of the device history record found no deviations that could have caused or contributed to the emergency lamp lighting. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely a faulty power unit caused the emergency lamp to light up. The cause of the error could not be identified further. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the output socket slider intermittently got stuck, the manual brightness control worked intermittently due to a faulty main circuit board, and the main xenon lamp was non-olympus. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The loaner device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, the main lamp did not light and the spare lamp came on. This report is being submitted for the malfunction found during evaluation (main lamp not lighting). There was no harm or user injury reported due to the event.